Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (6) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage measured with telemetry was 2.14v, and the daily measurement taken the same day was 2.90v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported the battery voltage was 2.57 volts initially with a repeat measurement of 2.1 volts. Review of saved to disk data indicated a battery voltage of 2.4 volts in the office and 2.8 volts the previous two weeks. The device remains in use. No patient complications have been reported as a result of this event.